Manufacturer narrative:
Pending return of the sample for analysis.

Event description:
The caller, representative of purchasing, reported that the cuff failed to deflate during pretesting. The caller confirmed no patient involvement.